Event description:
Customer reportedly received results of 149 mg/dl and 70 mg/dl within 10 minutes on the advantage system. Thirty minutes later and customer received the following results within 10 minutes on the advantage system: 109 mg/dl, 354 mg/dl, and 126 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.